Event description:
It was reported that the patient felt a jolt in her chest (also referred to as a vibration and stimulation feeling in the chest) while playing cards the other day. When the patient tried to turn her implantable neurostimulator (ins) off, she also felt a jolt down her leg in the same area as coverage/paresthesia. The serial number of the patient's device needed to be re-entered with a physician programmer because it read "invalid serial number", but no power-on-reset (por) was associated with it. The reporter didn't believe that the device was towards end-of-life (eol) or depleted as the ins wasn't at por settings or parameters. The patient was noted to be running at a setting of 450's and 60hz. Impedance testing of active electrodes 1-,2+ showed everything to be in a normal range of 450 ohms to 746 ohms. During the impedance test however, the patient felt a jolting sensation in her legs and her body became "flushed or sweaty". The impedance test only elicited stimulation in her legs, all over, but the stimulation or jolt in the chest couldn't be reproduced. Additional information received 4 days later indicated that x-rays in the posterior-anterior (pa) and lateral, abdominal flat plane were taken on (B)(6) 2012, but results were pending. There were no malfunctions seen or cause of issue determined. The patient was instructed to leave the ins off until further diagnostic testing was complete. Results received later that day indicated that the x-rays looked "normal", and everything was intact. The patient was instructed to go home, use the ins and see if it alleviated the pain.

Manufacturer narrative:
Concomitant medical devices: product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 1992, product type: extension; product ID: 7433, serial#: (B)(4), implanted: (B)(6) 1992, product type: programmer, patient; product ID: 3888-28, serial#: (B)(4), implanted: (B)(6) 1992, product type: lead. (B)(4).